Event description:
If implant was placed and removed on same day, was another implant successfully placed at site during surgery? Yes. If you experienced difficulty inserting an implant with a pre-mounted transfer piece when did this occur (check one)? Implant removal from vial. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).